Event description:
It was reported that the customer heard a high pitched whining noise and that the number three was appearing on his screen. The customer's blood glucose was 185 mg/dl. The customer took the battery out and reinserted in, but the issue persisted. The customer also stated that the screen froze. Troubleshooting was done. The customer stated there was no alarm before the incident and that pressing the esc and act buttons did not resolve the issue. The customer inserted a new battery and the constant noise disappeared. Advised to monitor blood glucose levels and the insulin pump. However, the customer stated that the screen was still frozen with no advancement of time and that there was no response from any button. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant audio and beep anomaly followed by frozen screen due to poor solder joints on the mother board. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.